Manufacturer narrative:
Sample return had a leak (hole) on the back side near where the rod is installed. The corrective action investigation determined that the operator was periodically initiating a second cycle of the operation where the flexible rod is pressed into the rigid channel to divide the bag into two chambers. This second press cycle was attempting to completely seat the rod into the channel when not successfully seated by the first press cycle. Because the press rod and channel positioning slot was out of alignment, this second cycle created additional stress on the rod, channel and bag film, thinning the bag film material. This thinning of the film material could potentially create a leak when the rod is removed from the channel to mix the bag contents. We have reviewed our tooling set up process and have added a step to confirm alignment of the press rod with the channel positioning slot before running production. We have notified and trained all of the operators on this complaint and on the proper operation of the press. We have completed a revalidation of the tooling set up to confirm alignment and performance of the bag.

Event description:
Leak in lower chamber double 3l bag (top left back side of bag).